Manufacturer narrative:
(B)(4).

Event description:
Procedure type: whipple. According to the reporter: the suture was used several times without incident; however, this time the suture was sticking/grabbing to the tissue while passing through within two minutes of use. The sticking/grabbing condition was not excessive while the suture was dry. The suture grabbing while passing through tissue was allegedly causing tearing. Another suture was used to complete the procedure. No ill effect to the patient. There is no report of additional medical intervention required and no blood loss. Patient is reported to have recovered.